Manufacturer narrative:
The device was returned to the MFR for investigation. Based on the quality investigation, there was debris build up inside the device. This condition could cause the device to not retain the pin.

Event description:
It was reported that the device would not retain a pin. There was no pt involvement and no allegation of adverse consequences associated with this event.